Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug and fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain, other chronic/intract pain (trunk/limbs). It was reported that the patient's pump quit working and was replaced in 2017. The patient reported they heard an alarm when it quit working. The patient reported that they believe it happened 4-5 months prior to (B)(6) 2018. The patient reported they had another "anesthesia," drug for the pain in their leg, but they did not know the name of the drug. No further complications were anticipated/reported.